Event description:
The customer reported to baxter corporate product surveillance of a high flow rate extension set where the tubing was found cracked in the patient bed. The medication leaked all over the bed. No patient injury or medical intervention associated in this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.